Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-product analysis: the device was returned and evaluated by product analysis on 01/07/2016 with the following findings: investigation could not duplicate or confirm the complaint. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms. The pump¿s total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were appropriately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose that day was 62 mg/dl with confusion and unsteadiness when standing and walking. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history; the pump was calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged inaccurate delivery issue.